Event description:
It was reported to boston scientific corporation that an alliance syringe was used in the esophagus during a esophageal dilation procedure performed on (B)(6) 2022. During the procedure, the gauge of the device did not increase when the balloon was inflated. The gauge reading was inaccurate. The procedure was completed with another alliance syringe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.